Manufacturer narrative:
(B)(4).

Event description:
It was reported that routine follow-up, increased pacing lead impedance and increased capture threshold were observed. Patient was asymptomatic. The lead was capped on (B)(6) 2016. The device was connected to a previously abandoned competitor rv lead. The patient was stable after the procedure and will continue to be monitored.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector piece measured 13.5 cm and the distal piece measured 49.2 cm. All damages found on these two pieces were consistent with procedural damages. Electrical tests did not find discontinuities or shorts on any conduction paths.

Event description:
New information received notes that the lead was explanted on (B)(6) 2018.